Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I too have stryker. Did both of mine at the same time (B)(6) 2021. Right knee is great. Left knee is horrible. Why?? When I did them both at the same time and rehabbed both the same?"